Event description:
A distributor reported that the t button on a pump was not functioning correctly, requiring multiple hard presses to activate the screen, leading to the decision to replace the pump. There was no reported impact on the customer's blood glucose level due to this issue. The customer reverted to an alternate form of insulin therapy.